Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product or logs were returned for evaluation. Purge pressure high: clinical details noted that there was an increase in purge pressure 1 day into support. Sodium bicarbonate was used in the purge solution. The cause of the high purge pressure could not be determined as no product or logs were returned for analysis and limited clinical details were provided. Pump stop: clinical details noted that high purge pressure followed by pump stop occurred 1 day into support. No additional details were provided. The cause of the pump stop could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an increase in purge pressure and a pump stop. The pump was replaced with another impella 5.5. The patient was in critical condition.